Event description:
Patient reported right side "rupture discovered on MRI, lung cloudiness, feeling weak, hard to move arm and legs, hard to breath, lost 50 pounds, burning in breasts, and muscles aches." Additionally, patient reported "implants are textured" and "I'm scared to die, I think it's in my lungs and I can barely walk." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.